Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation issues and the link electronic module was replaced and calibrated to resolve. Analysis further noted that the upper case was dented and cracked on the left side of its handle, the overlay was cracked, the hard drive health was at 99%, the speaker wires were pulled out from their connector, that the antenna cable assembly was pinched and its wire exposed and that the device failed its antenna connected test. All found defective parts were replaced and the software was additionally reloaded and updated. (B)(4)

Event description:
It was reported that the programmer and radio frequency (rf) programmer head would not establish telemetry with multiple devices; intermittent telemetry would be gained while the device was in a box, however telemetry was very difficult once implanted. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.